Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-23044. It was reported the patient has experienced ineffective stimulation. X-rays revealed a lead migration. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.